Manufacturer narrative:
Device passed displacement test, sleep current measurement test, active current measurement test, and self test. All buttons functioned properly. No damage noted to keypad assembly, and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No missing segments or partial displays, white displays, flashing displays, gray or faded displays, or unexpected display anomalies were noted during testing. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, cracked keypad overlay, keypad overlay scratched, scratched case. The scratches on the lcd window are severe enough to distract anyone using the pump from reading what's displayed on the screen.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated buttons were less responsive. Customer stated insulin pump screen had scratches and made it harder to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.